Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. It was reported that the lifevest was tight on the patient, causing a red irritation that appeared similar to pressures marks under the rear electrodes. The patient's doctor recommended using neosporin on the area. Additionally, it was reported that the lifevest garment straps were rubbing against the patient's existing wound from a pacemaker implant, causing the wound to bleed. The patient was issued larger garments. During a follow-up the patient's wife reported that the irritations were healing due to use of the larger garments.